Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: pt a line, once removed discovered hole in catheter. Detailed inquiry description: patients arterial line reported to be oozing for last couple days. Tonight 4/8 10p with pulsatile blood coming from insertion site. Arterial line removed, hole noted in cathether. This is second time I have had a patient with aline with hole in catheter.